Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a (B)(6) female patient who received her first application of poly-l-lactic acid (sculptra) on (B)(6) 2008. Relevant medical history includes an allergy to antibiotics (nos) and rhinitis. Concomitant medications were not mentioned. The patient's use of an exfoliating soap was co-suspected in this case. The patient reported that she presented with no reactions after poly-l-lactic acid injection until day 26, when she used an exfoliative soap. Ten minutes after using the soap, she presented with burning sensation, swelling, and redness at the exact site where poly-l-lactic acid was applied. The patient reported that she had already used this soap for a long time and had never presented with any reactions. The reporter prescribed fexofenadine (allegra) and prednisone (meticorten) and the reactions improved. The reporter assessed the event as possibly an interaction between poly-l-lactic acid and the soap. It was also mentioned that the patient had never undergone any other dermatologic treatment. Poly-l-lactic acid was reconstituted in 6 ml of distilled water without any addition of anesthesia. 4.8 ml's of poly-l-lactic acid was applied (bilaterally: 1.4 to nasogenian sulcus and 1.0 to malar area). Addendum for follow-up information received on 25-apr-08: (B)(4). The reporting physician could not provide the name of the soap used by the patient nor its chemical components. Addendum for follow-up information received on 28-apr-08: (B)(4) results were received. Batch record review was performed without hint to root cause. "Since no lot number is available, an investigation has been performed on the documenting of all potentially involved manufactured batches marketed in (B)(4). The review of device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event occurred. The investigation results show that this kind of event is not batch related.

Manufacturer narrative:
Conclusion: no faults detectable.